Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was revised and another lead was added. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient has been receiving inadequate therapy due to lead migration. As a result, the patient underwent surgical on (B)(6) 2020 where the lead was repositioned back to the original position. Surgical intervention resolved the patient's issue.